Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with plunger and rubber on the plunger is not sliding and continues to fall off. There was no report of injury or medical intervention.

Manufacturer narrative:
One photo depicting two loose 10ml assembled syringes. Both syringes have distorted stoppers. The distorted stoppers observed are rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the distorted stopper is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd syringe luer-lok tip there was an issue with plunger and rubber on the plunger is not sliding and continues to fall off. There was no report of injury or medical intervention.